Manufacturer narrative:
Other, other text: h3: one medfusion pump was received with the top case cracked down from the handle. The event history log was reviewed and there was a check clutch/plunger lever error in the history. Multiple flow and occlusion tests were performed and there reported issue was unable to be verified. The clutch left and right halves as well as the leadscrew and spring were replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump's check clutch lever locks up after 30ml. The issue was discovered during preventative maintenance and there was no patient involvement.